Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer was out of the country in (B)(6) when they received the alarm. Customer was in the shower and another girl found the pump had a button error. Customer did not have the pump with her. Customer's mother was advised that the insulin pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.